Event description:
The user intermittently received questionable low ion selective electrode (ise) results for a total of 26 patient samples that were discovered when the results failed a delta check. Data was only provided for two patient samples of which, only the sodium results were discrepant. Patient sample 1 initial sodium result was 130 mmol/l and the repeat result on the omni blood gas analyzer was 140 mmol/l. Patient sample 2 initial sodium result was 124 mmol/l and the repeat result on the omni blood gas analyzer was 137 mmol/l. The results from the blood gas analyzer are deemed to be correct. It was unknown if the erroneous results were reported outside the laboratory. The user stated that no patients suffered adverse events based upon erroneous results. The sodium electrode lot number and expiration date were not provided. The field service representative determined the sample probe was occluded. He flushed the sample probe and checked the entire ise system with no issues. To verify the analyzer operation, he ran ise check exercises which passed and ise calibration which passed. The user ran quality control in duplicate which passed within the established range recovery and ran a 20 sample pooled serum run which showed excellent ise system reproducibility.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.